Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusions set fell off within 48 hours of use. Event had occurred on (B)(6) 2024 and (B)(6) 2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 1919916- MDR 3003442380-2024-16067- device 2 of 2.